Event description:
It was reported that bd ultra fine¿ pen needle will not release insulin during priming. The following information was provided by the initial reporter: material no. 320119 batch no. 9247406 it was reported that 20% of pen needles will not release insulin during priming.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/22/2020. H.6. Investigation: customer returned (8) open 5mm, 31g pen needles without the inner shield from lot # 9247406. Customer states that the pen needles will not release insulin during priming. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 21 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needle will not release insulin during priming. The following information was provided by the initial reporter: material no. 320119 batch no. 9247406 it was reported that 20% of pen needles will not release insulin during priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle will not release insulin during priming. The following information was provided by the initial reporter: material no. 320119 batch no. 9247406. It was reported that 20% of pen needles will not release insulin during priming.